Manufacturer narrative:
(B)(6). A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control requested the return of the replaced part for further evaluation at the failure analysis center. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that start button on their device is defective. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that start button on their device is defective. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The replaced part was not available for further evaluation. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.

Manufacturer narrative:
Section b5 executive summary of the initial medwatch report indicated: a third-party service agent contacted physio-control to report that start button on their device is defective. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event. Section b5 executive summary of the initial medwatch report should indicate: a third-party service agent contacted physio-control to report that start button on their loaner device is defective. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event. Section h10 additional mfg narrative of the initial medwatch report indicated: a third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control requested the return of the replaced part for further evaluation at the failure analysis center. Section h10 additional mfg narrative of the initial medwatch report should indicate: a third-party service agent performed an initial evaluation of the customer's loaner device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was returned to the to the physio-control loaner pool. Physio-control requested the return of the replaced part for further evaluation at the failure analysis center.

Event description:
A third-party service agent contacted physio-control to report that start button on their loaner device is defective. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.